Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient¿s urethra when the device was pulled out through the external opening of the urethra. However, no fragments remained inside the patient since all fragments were retrieved by the surgeon using endoscopic forceps. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath is broken off. The cause of this damage is most likely mechanical overload due to the application of excessive force and/or material fatigue cause by thermo-mechanically induced wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.